Event description:
It was reported that the right atrial (ra) lead had noise and the right ventricular (rv) lead had noise and oversensing. Upon opening the pocket it was revealed that the ra and rv leads were coming out of the device header and the leads could not be reconnected. The device was explanted and replaced. The replacement device was implanted with the rv pace sense and the left ventricular pace sense reversed in the device header to address the issue of rv oversensing and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.